Event description:
--

Event description:
--

Manufacturer narrative:
Boston scientific received additional information that the replacement procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. Upon interrogation, a fault code 1003 was displayed. The patient noted he had been hearing the tones for a couple of weeks. A technical services consultant discussed device replacement, and saving a copy of device memory for engineering evaluation. A save to disk was created and submitted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Engineering review of the device data confirmed a low-voltage fault (fault code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 3.006 volts, confirming therapy delivery was unaffected. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time, so there was sufficient reserve for the device to maintain normal therapy functions for approximately 28 days. Technical service's recommendation for device replacement was confirmed by engineering's review of the device memory. As of today, the device remains implanted pending a replacement procedure. This report will be updated when the device is explanted, returned, and analyzed.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.